Manufacturer narrative:
Product analysis conclusion: the reported intraoperative "inaccurate delivery" and "occlusion" could not be assessed on the pre-operative films received, therefore a cause could not be determined. The availability of angiograms or full post-operative CT¿s could have allowed for a thorough analysis of the stent grafts in vivo configuration and the reported events, but these were not provided for review. It is likely that patient anatomy and the angulated aortic neck which could be appreciated on the pre-implant films received, did contribute to the reported events, but this could not be fully confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 66mm aaa . It was reported that during the index procedure the bifurcate was inserted from the right access and placed below the left renal artery. A contraststudy was done and it was identified that the left renal artery was covered accidently by the bifurcate . The physician inserted a balloon but it could not be induced into the left renal artery. The patient's blood pressure dropped when the physician re-approached from the left elbow to the renal artery. A contrast study was performed on the sheath inserted in the left access and it was discovered that blood had leaked from the left external iliac artery to the outside of the blood vessel. The physician cut down the damaged part and replaced it with a synthetic graft. The sheath used in the left access was a sentrant sheath. The sheath did not perforate the left external iliac artery. None of the endurant stent grafts were inserted via the left access or the sheath causing the blood to leak from the external iliac artery. The balloon attempted to be used in the renal artery was not a mdt balloon. It was confirmed none of the endurant stent grafts or the sentrant sheath caused or contributed to the external iliac artery damage, therefore there is no complaint against the sentrant sheath or endurant limbs. Per the physician the cause of the inaccurate delivery and occlusion was due to the highly tortuous vascular morphology. No additional clinical sequalae were provided and the patient will be monitored.